Event description:
The customer reported the left monitor was intermittently not functioning. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor cable was reseated during the service call. The system was tested and found to be working as intended and put back into service.